Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture noticed at the time of explant surgery. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the radius side assessed, as fold flaw opening. And missing side assessed, as inconclusive. Additional observations: no penetrating nick ( stress marks) observed, on the device. Observed, 40 mm dark patch edge material inside gel device. Crease fold observed, on the device.

Event description:
Healthcare professional reported, a right side rupture. Noticed at the time of explant surgery. Device has been explanted.